Manufacturer narrative:
Device evaluation: the suspect tracker was returned to the manufacturer for evaluation and no fault was found. When connected to a known good system, the returned tracker performed as expected. The cause of the issue could not be found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the left trackers were replaced on the system. The imaging system then passed the system checkout and was found to be fully functional. The suspect tracker has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the trackers were unable to communicate with the medtronic navigation system. It was reported that the right trackers on the imaging system could be observed by the medtronic navigation system. The left trackers were report to not be establishing communication. There was no patient present when this issue was identified. No additional information was provided.